Manufacturer narrative:
Additional information was added: the lot was manufactured from december 18, 2019 - december 19, 2019. The actual device was received for evaluation. A visual inspection was performed using the naked eye found fluid inside the bag that contained the device. The cause of leak inside the bag was due to the broken tubing at the solvent-bonded junction of the stress member. Portion of the broken tubing remained inside the solvent-bonded area of the stress member. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause is supplier (component) related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked; further described by the customer as ¿it appears that the administration tubing has come loose and the entire contents of the device have split into both the device casing and the overpouch¿. The device was filled with flucloxacillin 8g. This occurred prior to patient use. There was no patient involvement. No additional information is available.